Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer stated that the screen was completely blank. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment is neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer was assisted with troubleshoot and display did not returned after restart of insulin pump. The insulin pump will not be returned for analysis.